Manufacturer narrative:
The device was received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a battery damaged alarm was confirmed and reproduced during evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries and battery harness were replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of damaged battery alarm. However, during previous service on (B)(6) 2010 and (B)(6) 2009, the main batteries and battery harness were replaced. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
This is a report of a colleague infusion pump with a damaged battery alarm. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention. The software version for this device is currently not known. No additional information is available for evaluation.